Manufacturer narrative:
Calibration and quality control were acceptable before patient testing. The field service engineer discovered there was a vacuum restriction due to a solenoid valve. He performed corrective maintenance by flushing the vacuum lines, drain lines, and vacuum valves. He verified customer performed calibration and quality controls and had passing results. The investigation determined the service activities resolved the issue.

Event description:
The initial reporter questioned a high ise indirect gen.2 na result on a cobas 8000 cobas ise module. The patient¿s initial na result was 150 mmol/l. This result was not reported outside the laboratory. The customer repeated the patient¿s sample on another ise module and recovered a na result of 139 mmol/l. This repeat result was determined to be correct. The na electrode lot number used for patient testing was 556 and the expiration date was requested but not provided.